Manufacturer narrative:
510k: this report is for an unknown plate: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent pelvic surgery to remove unknown hardware that had broken and also became loose. During the surgery, the surgeon was not able to remove the unknown broken screw in the pelvis nor two washers. The surgery was conducted due to patient having pain and internal scarring due to broken and loosening unknown screw that had been implanted on (B)(6) 2019 to fix the torn pubic symphysis. The patient stated that the pain started happening about six (6) months after the surgery. The devices were explanted on (B)(6) 2020. It is unknown if there was surgical delay. Procedure outcome and patient status are unknown. This report is for one (1) unk - plates. This is report 4 of 4 for (B)(4). This complaint is related to mw5098579.